Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per reporter, mr (B)(6) decided intraoperatively that he wanted to augment a viper prime 7x50 screw (186770250). The alignment guide (286750150) for the open cement cannula (2797-26-500) wasn¿t on the shelf. I explained the required alignment device for the viper prime screw wasn¿t available. If he wanted to augment the screw that he would need to do this using the cannula without the alignment guide, however that this isn¿t the recommended/on label technique. Additionally that he would need to be very careful the head of the screw shank was aligned with the head of the screw so as not to bend the cannula. Mr (B)(6) proceeded with the technique and on insertion of the cement cannula it snapped off inside the screw. Mr (B)(6) attempted to retrieve the cement cannula but it had snapped off inside the cannula of the screw shank meaning this wasn¿t possible. As a result of this mr (B)(6) didn¿t cement the screw. He decided to proceed in spite of this, suggesting the purchase of the screw was adequate and inserted the rods, nuts, performed compression and final tightening. Mr (B)(6) advised he didn¿t wish to remove the screw to obtain the cannula fragment from the inside of the screw as he had already repositioned his trajectory (increased screw diameter when he did this as a rescue screw 6x50, 7x50) and was concerned regarding the hold.